Event description:
An scan error was reported with the freestyle libre 2 sensor and customer was unable to obtain readings via sensor scan. As a result, customer experienced a loss of consciousness while driving but was able to reportedly self-treat with orange juice and "syringe". No third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the reported complaint to reflect the updated serial number. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An scan error was reported with the freestyle libre 2 sensor and customer was unable to obtain readings via sensor scan. As a result, customer experienced a loss of consciousness while driving but was able to reportedly self-treat with orange juice and "syringe". No third-party treatment was reported. There was no report of death or permanent injury associated with this event.